Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The system logs were reviewed for the ion system en0109 on the procedure date of (B)(6) 2021 by a senior failure analysis engineer: no relevant errors were observed during this procedure.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: it was reported that immediately after an ion endoluminal left lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and after three days of hospitalization, the pneumothorax resolved. Although the clinician indicated that he does not believe the ion system caused the pneumothorax, the cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that immediately after an ion endoluminal left lung biopsy procedure, the patient developed a pneumothorax. A chest tube was ordered for treatment. The cause of the pneumothorax was unknown. On 10-nov-2021, an email response was received from the physician with the following information: there was no malfunction of the ion system, instruments or accessories noted. The pneumothorax was identified post-procedurally via chest x-ray. The initial size was small to moderate and did not increase. The patient¿s only symptom was mild shoulder discomfort. A chest tube was placed to resolve the pneumothorax. After three days of hospitalization, the pneumothorax resolved. The chest tube was removed, and the patient was discharged home. The physician does not believe the pneumothorax was caused by an ion product.